Manufacturer narrative:
(B)(4). Date sent: 09/09/2004. Info was not provided by the affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure, the device did not staple. No further info is available. There was no reported pt consequence. The case was completed with a same like product.